Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Impella rp flex was returned for evaluation. Pump was returned with the catheter cut in two places, no biomaterial was present on impeller. Electrical and optical testing were unable to be performed as pump was cut. Data logs from field were reviewed and showed placement signal go out of range to 3000 at start of case, with central venous pressure (cvp) also out of range at 300 at the same time. Both cvp and placement signal return after approximately 1 hour out of range. Once cvp and placement signal return, cvp remains within a normal range throughout the rest of the case. Placement signal is observed to be drifting upward with a simultaneous decrease in mean flow during case. Clinical details noted that placement signal and pump flows were inaccurate soon after pump initiation, while pump was in proper position and motor current was within a normal range. The root cause of the placement signal issue was most likely due to sensor drift. The failure mode reported to be an "optical signal issue", as the root cause of the issue was due to dp sensor drift was no issue with the optical sensor was observed, the failure mode investigated was changed to "placement signal issue.¿ a review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella rp flex support ongoing for a patient. The patient was post-transplant and in right heart failure. The pump was placed but the team had optical signal loss. This occurred on the day of implant, but the pump remained on for support despite the placement signal not reliable alarm on day three. The patient survived the event, and no patient harm has been required.